Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtration shunt implantation, the shunt was touching the iris and the patient had hypotony. The shunt remains implanted. Additional information has been requested.